Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient just didn¿t like the swings in intensity from one position to another so adaptive stimulation was turned off. The patient was going to manually adjust stimulation as needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they had been attempting to adjust the therapy to make the ins work the very best it could for them. Pt said that the rep said that the ins was set to work the way it should. Pt said that they had the ins reprogrammed three times three times in three different ways with different reps, however they lost their confidence in the process. Pt had groups a, b and c programmed. Groups a and b had one program and group c had two programs. Pt said that they had an amputation done on their lower left leg but they would have phantom pain where their leg and foot would have been. Pt said that they turned up the stimulation to block that pain. Pt said that the ins seemed to take care of the pain 90% of the time. Pt said that the rest of the time they had a problem across their lower ba ck and hips and right knee. Pt said that their right knee would get enough pain the their knee would buckle. Pt said that they were pleased with the relief but they wanted to maximize the therapy benefits to be more mobile than they were now. Pt said that they would sometimes see no device found. Pt said that they had allowed the ins to discharge a ways but then they would have difficulty recharging the ins. Agent reviewed no device found screen meaning with the pt. Agent also reviewed passive recharge mode with the pt. Agent provided pt education and how to make therapy adjustments with the pt. Pt said that they were under the impression that they would have had more educational materials on how to control the device. Agent offered to order them a printed controller manual through the website; pt accepted. Pt said that they found the adaptivestim feature to be irritating. Agent reviewed with the pt how to turn adaptivestim off. Pt will continue to make therapy adjustments on their own. Agent redirected pt to their doctor for further ins reprogramming if needed. When asked for the event date, pt said that they would say it was in the last six weeks to two months.